Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of his daughter (the patient) alleging that the pump had a power issue. The reporter indicated that at times, the pump would be found with no power. The reporter did not allege any harm or injury because of the reported issue. He denied that the patient suffered any blood glucose excursions because of the alleged issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had an intermittent power issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.